Event description:
It was reported that the valve was explanted after an implant duration of approximately 10 years, 7 months due to critical prosthetic aortic stenosis. Per the op report, "transesophageal echocardiogram was done which showed critical prosthetic aortic stenosis. Severely impaired lv function with estimated ejection fraction less than 20%... The ascending aorta was opened. The incision was carried down toward the noncoronary sinus. The old aortic valve was identified and heavily calcified, very thickened fibrotic and immobile leaflets. Sutures shown in this valve in place were divided and removed. The valve was extracted without difficulty. Underlying pledgets were removed as well. The annulus appeared to accommodate a 23 mm carpentier-edwards magna ease bovine pericardial bioprosthetic valve... Aortic prosthesis was functioning appropriately...he tolerated the procedure well and was taken to the intensive care unit in critical but stable condition."

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the leaflet calcification and thickening. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Moreover, non-calcific bioprosthetic tissue degeneration (leaflet thickening) is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown.